Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an infusion of etopside 535 ml over 1 hour. Hung at 11:15am, expected to finish 12:15pm. Set rate as 535 ml/hr, vtbi as 515 ml, 20 ml in line left for priming volume. At 12:15 rn expected infusion to be complete (pump beeped complete), found approx 100 ml left in bag. Infused remaining volume at rate of 535 ml/hr, infusion was finished in 11 minutes. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.